Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that the cable unit could not be energized normally due to the cable breakage and the image was no longer displayed. The instructions for use (IFU) states: never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, cable break resulting in image failing to appear was noted. In addition, button 1 failed to function and the adapter does not hold optics reliably. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the hd camera head cable sheathing is defective. During a standard service inspection of the customer returned device, cable break was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.